Event description:
Patient presented to the physician with persistent dysarthria, neck pain, and chest pain. Due to the symptoms and the patient's weight loss with a reduction in apnea-hypopnea index (ahi), the patient elected system removal. Physician brought the patient into the or and removed the entire inspire system.